Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned.

Event description:
Healthcare professional reported right side breast ptosis grade I with capsular contracture, baker grade ii. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. Device remains implanted. This relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device assessed as surgical impact opening (shell thickness within specification) and missing shell assessed as inconclusive. Capsular contracture: unable to observe since it is not related to the device. Additional observations: creases are observed. Stress marks are observed assessed as non-penetrating nick. Observed 40 mm dark patch edge material inside gel device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side rupture. Healthcare professional reported right side breast ptosis grade I with capsular contracture, baker grade ii. Device has been explanted and replaced.